Event description:
During surgery, the surgeon noticed a small piece of yellow plastic in the patient's abdomen. The surgeon was able to remove the piece. Note: the covidien stapler reload has a yellow plastic piece that protects the load until it is ready to be used. This piece is removed prior to inserting the stapler in the patient. Somehow a small piece remained attached to the load. Information from 2 loads is provided as reporter stated it could not be determined from which load the piece may have originated.